Event description:
It was reported that an unspecified quantity of 150ml intravia containers were dried out and seals were falling out which resulted in a fluid leak. It was unknown if a patient was connected for therapy at time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, b5, h6(update codes), h11. B5: it was further informed that there was no patient involvement. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.